Manufacturer narrative:
Product complaint #: (B)(6). Investigation summary: as there was no reported failure, the complaint could not be confirmed. However, examination of the returned instrument found the handle broke into two pieces. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument was reported for unknown reason.